Manufacturer narrative:
Visual inspection found the hex portion of the anchor broken off from the body of the anchor. The break pattern found was indicative of torsional failure. There was also significant distortion to the piece of the hex that was returned. These observations suggest excessive torque during insertion although according to the clinical details, proper hole prep was employed. Based on the isolated nature of the failure, no root cause related to the manufacture of the device can be established. (B)(4).

Event description:
During distal biceps reattachment procedure, the anchor broke upon insertion. The site was pre-drilled using a 2.5mm drill and bone quality of patient was good. No undue torsion was applied to the inserter. The anchor with thread (suture) remained in the bone.